Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when the customer attempted to deliver a quick bolus. Reportedly, when the customer tried again, the touch screen became responsive. The customer was able to access and view all graphics and texts on the screen. The customer's blood glucose level was 187 mg/dl.